Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) to report that this patient was presented to the electrophysiology (ep) laboratory for a scheduled implant procedure on (B)(6) 2016. During device based testing, the physician was experiencing difficulties with inducing the patient into a sustained ventricular fibrillation (vf). The physician was planning to insert an ep catheter to be used during induction testing. Boston scientific's ts received information from the local representative that the physician induced using an ep catheter and ramp pacing. The device sensed the fast paced beats and a 80 joule hock was delivered which converted the patient. The physician elected to program the device off. An arrhythmia was induced and a commanded 65 joule shock and four 200j external shocks failed to terminate the induced arrhythmia. An 80 joule commanded shock terminated the arrhythmia and normal sinus rhythm was restored with no pulse. Cardiopulmonary resuscitation (CPR) was initiated for two minutes with restoration of the patient's pulse. No further testing was performed. The patient did not experience any post-testing adverse events. Boston scientific received information that the local representative spoke with the physician. According to the physician this event was the result of patient condition. No further device-based testing is currently planned. The physician stated that the device worked two times at 80 joules under adverse conditions and the physician was satisfied with the performance of the device. The physician felt that further testing may pose more risk than benefit. Boston scientific received information in (B)(6) 2016. According to the clinical report, the adverse event (cardiac arrest) was procedure-related requiring intervention (CPR, intubation and medication). The adverse event was determined to have been resolved two days later. Device programmed to 80 joules